Event description:
It was reported that the patient was experiencing inadequate pain relief and pain at the implantable pulse generator (ipg) site due to migration. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were discarded. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7076837. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 28953031. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).